Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a low leak volume. The device was in clinical use when the issue occurred. The patient reported chest tightness and shortness of breath, with blood oxygen levels at 76%. After reporting to the doctor and replacing the non-invasive ventilator, the patient's symptoms of chest tightness and shortness of breath were alleviated, and blood oxygen levels rose to 98%. The investigation is ongoing.

Manufacturer narrative:
H11: b1, b2, h1, h6 patient outcome code & health impact.

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that there was no patient injury reported. The km responder reported that the alarm observed was for a "low air leakage;" the km could not confirm was error codes were observed. It was then reported that the customer went with a third-party dealer to repair the device, and that the air sensor was replaced to resolve the issue. The device was returned to service.

Manufacturer narrative:
H10: the device serial number (B)(6) was provided. Updated d4, catalog #, serial # and unique identifier (UDI). H4- device manufacture date.